Event description:
Medtronic received information that eight days following the implant of a transcatheter bioprosthetic valve, the patient died. The reported possible cause of death was due to a super stiff amplatz wire inducing a ventricular septal defect (vsd). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).